Event description:
It was reported that the stent dislodged prior to use when removing the protective sheath. There was no resistance removing the sheath. The device had not been prepped prior to removing the sheath. There was no clinically significant delay in procedure. There were no patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was returned for evaluation and the reported dislodgment was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.